Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient reported pain at the sensor insertion site. The sensor was removed and a 'bug bite' looking spot was noted where the sensor wire had been inserted. The following morning, the sensor insertion site was painful, red, swollen and hard to the touch. The parent placed warm compresses on the site and an unspecified amount of time later, pus drained from the site. The patient was taken to and evaluated by a healthcare personnel (hcp). The patient was diagnosed with an abscess which was incised and drained. The abscess was treated with an unspecified topical antibiotic cream. No additional patient or event information is available.